Manufacturer narrative:
Medtronic received additional information that the customer clamped the wrong hose and that it was due to human error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack in circulation extra-corporelle (cec) involving, a mitral plasty procedure under video-thoracoscopy with right femoral veno-arterial cannulation, a cerebral air embolism occurred, and was complicated by a right sylvian ischemic stroke. The device was used to complete the procedure. The patient suffered left hemiplegia. It was stated that as of (B)(6) 2023 the patient's symptoms were resolving and the patient was walking normally without a splint and without crutches since (B)(6) 2023. It was stated that the patient was making a progressive recovery of the hand, with motor skills at 4/5 of the upper limb left. The patient has managed to take a drink with the hand but they have some spasms in their left hand when grasping this week, (B)(6) 2024. The facility took the the following actions; immediate deletion of the white suction line in the current custom tubing packs and permanent removal of this line in from future custom tubing packs in manufacture. Exclusive use of the red suction line for video-thoracoscopy suction. Modification of the camera at the surgical field level in order to allow the nurse to monitor the progress of the surgical procedure in real time and to better understand clamping and procedure time. Medtronic received additional information that this issue was a user handling error. The customer stated that there was a link between the stroke-related adverse event and custom tubing set but there was a user handling error in this instance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.